Manufacturer narrative:
Following valve deployment intra-op tte demonstrated a mean gradient of 5mmhg with trace paravalvular leak, area of 3.33 cm2. Pod-2 tte reported well seated viv in aortic position with trace aortic insufficiency. The patient was discharged home in stable condition. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve stenosis is unknown. However, it is possible patient factors (complex medical history including ckd, hypercoagulable stte, pmr with chronic steroid use) in combination with progression of the patient's disease process may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years post implant of a sapien 3 valve in the aortic position, the patient underwent a valve in valve procedure due to a failed sapien 3 valve due to stenosis..